Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic cover that goes over the reclaim stem taper has had to be chiselled and cut off during this procedure. It clearly says on the item to ¿remove after reaming¿ but despite an experienced scrub member suggesting we removed it, the surgeon who is fairly new to the procedure, as am I, refused to take it off as it clearly stated to leave it on. Having reamed over this using the 20mm prox drill, they were struggling to sink it far enough, due to the plastic, so attempted to remove it, but it wouldn¿t budge. We had no spare stem, and were actually unable to reverse the stem as it was stuck in so well. Luckily after 20 minutes of trying we were able to cut it off, but the surgeons were 2 minutes away from converting to an eto in order to remove the whole stem which would have had a massive implication on the patients recovery. Fortunately the only outcome was an extended length of surgery, for which nothing happened to the patient while on the table but we are unable to quantify the effects long-term. Having spoken to a colleague after the procedure, I was told these implants were old and not all had the taper cover on them. My thought, and the surgeons also, is that those implants should be completely removed from the system, while the writing on them so clearly says to leave it on.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence revealed that the taper protector sleeve has been cut off from the stem, because it could not be removed. Therefore the allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.